Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted to the balloon during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the previously implanted stent and/or moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous proximal left anterior descending artery that is 100% stenosed. After deployment of a 5.0 non-abbott stent a 5.0x8mm nc trek neo was advanced to perform post-dilatation; however, during the second inflation the balloon ruptured at 12 atmospheres. Another 5.0 nc balloon was used to continue the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.